Manufacturer narrative:
(B)(4). The product was not required to return for manufacturers laboratory investigation as the failure is known to mcp and was investigated within a previous complaint. Mcp is aware of similar complaints and the following investigation results could be obtained: based on the investigation of the product in the complaints laboratory and the qa-laboratory, and the results of the DHR review, a product malfunction is not indicated, and the reported failure could not be reproduced. Other (clinical) factors may have contributed to the reported event, therefore the manufacturer is not able to confirm the failure. Based on this a confirmation of the failure "po2 only went up to 107 mmhg" is not possible. Based on these results and on the incident information provide were it was stated that the device post membrane gas po2 was miraculously better with no interventions on oct 20th (2 days after the incident occurred) and the device functioned well for the next 4 days before it was removed with no complications the most probable cause of the incident could be determined as not device related. Based on these results and the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction.

Event description:
Ref.: #(B)(4), customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
After sighing the oxy for 5minutes at 10lpm, post po2 only went up to 107mmhg patient was not that reliant on the oxygenator so opted not to change it and support the patient with the ventilator¿ continued to sigh the oxygenator daily and take pre and post gases. Similar gases on (B)(6). Sweep gas turned off on (B)(6), turned back on the next day when the pt decompensated, post membrane gases on the oxy were miraculously better with no interventions, post membrane gas po2 456mmhg. Oxygenator functioned well for the next 4 days, sweep was turned off ((B)(6)) and oxy removed (B)(6) with no complications, leaving the patient on the bivads. Very strange that the oxy came back around and functioned well after a couple of days. (B)(4).